Event description:
During baxter's eval a spectrum pump had system error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error 105 occurred upon powering the device on thereby confirming the customer's allegation. However further testing was unable to reproduce this condition. The issue was determined to have been caused by a failed motor flex. The motor assembly was replaced.